Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -7.00/1.0/020 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (os) on (B)(6) 2022. The lens was replaced with a longer length lens in a second surgery on (B)(6) 2022 due to low vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. This product is not marketed in the us. Claim# (B)(4).